Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be possible oversensing of non-physiologic electromagnetic interference (emi). It was noted that at the time of the false episode detection, the patient was in surgery. The device remains in use. No patient complications have been reported as a result of this event.